Manufacturer narrative:
(B)(4). Only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact implant date? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids/ immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx implant had to be removed. Was implanted in (B)(6) 2021.

Manufacturer narrative:
(B)(4); date sent: 10/5/2022.

Manufacturer narrative:
(B)(4), date sent: 9/14/2022. Additional information received: product code lxm14. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. Additional information was requested, and the following was obtained: what was the exact implant date? Feb. 2021. On what date did the explant take place? 15.06.22, what is the product code? 59835 size 14. Lot #? 010085510600540017230227102462. 0100855106005400172302271024625. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Nothing known. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Nothing known. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Shortly after the operation, had complaints from time to time, but after four to five months, things settled down well and the patient did not come back. Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? No, only hiatoplasitk with sutures. What was the reason for removal of the linx device? After MRI (up to 1.5 tesla) patient abruptly reflux and heartburn complaints at patient's request since reflux and heartburn. At the time of removal, was the device found in the correct position/geometry at the time of removal? Explanation without. Have the symptoms resolved since the device was explanted? Reflux significantly lower postoperatively.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2022. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Additional information received: lot number for lxm14, lot: 59835, is not valid do you have the correct lot number? These are the information provided: artikel nr. (B)(4). Chargennr. (B)(4). Seriennr. (B)(4). A manufacturing record evaluation was performed for the finished device lot number 24625, and no non-conformances were identified.